Manufacturer narrative:
Camera heads have not been returned, therefore, no determination could be made for the reported device failure.

Event description:
The unit had a 'short'. Surgeon had to open the patient's shoulder to continue the procedure. No delay or injuries were reported. Customer is unsure which camera head was used therefore, they are returning three units for evaluation.